Event description:
On 2025-jul-01: information was received from the a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). Rep reports he can communicate with the ins with his tablet just fine. Rep said he saw por message when he connected to the ins. Rep then tried the pt handset and was unable to connect to the ins. Rep was not with the pt when he called. Rep will try recharge session to see if he can communicate with the ins. Rep called back and reports the communicator is still having issues connecting to the ins. 2025-jul-01: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por message was not determined, the battery on the implantable neurostimulator (ins) was not low. They reset the communicator twice, unpaired -re-paired communicator. Iterated recharging session twice. Issue is not resolved, plan is to request a communicator replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic representative called back and reports the communicator is still having issues connecting to the implant. Representative did not have the serial number of the communicator. Case reopened by medtronic representative who replied to email. Technical service specialist submitted request for replacement communicator and emailed local medtronic representative to provide shipping information.